Event description:
The clinician reports the implant was inserted (B)(6) 2019 in ada 5. Details of surgery: primary stability not achieved and implant surface not completely covered with bone. On (B)(6) 2024, loss of osseointegration was verified. Patient presented with fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: pain, mobility and bleeding. No further patient complications were reported.